Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the cf-xz1200l/I operation manual. Instruction manual cf-xz1200l/I cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, there was a pinhole at the tip of the colonovideoscope. During inspection and testing of the returned device, the nozzle was clogged with foreign material, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1 - establishment - (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. Additional malfunctions were identified during the evaluation. Due to a clogged nozzle, the air and water supply did not meet the standard value. The switch 1 button was scratched, and paint on the suction and air/water cylinders were peeling and there was a cracked bending section cover. The adhesives on the bending section cover, objective lens and light lens had a white clouded area. Due to a cracked up/down knob, water tightness was lost. Due to a worn angle wire, the bending angle in the up direction and the play of the up/down knob were out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.